Manufacturer narrative:
Evaluated by mfg: a review of the account history does not show similar leak complaints with the unit. The aer cpuy (complaints per unit year) chart for the problem code "leaking from reservoir" does not demonstrate a significantly increasing trend for this issue of leaking. Asp will continue to monitor for more trends. Residual fluids that accumulate in the reservoir tank can cause the tank to over fill and over flow via the overflow hose resulting in leakage onto the floor. Asp recommends the customer to follow the asp aer user's guide for instructions on proper maintenance of the (B)(4) unit and to avoid leaking of disinfectant which can be hazardous.

Event description:
Per (B) (4) adverse event report, this lead dislodged and was replaced with another linox sd 65/18, (B) (4). On 04/20/2010 - this device was returned with oos documentation.

Event description:
It was reported that a customer's automatic endoscopic reprocessor (aer) was leaking. There are no reports of injury or contact with cidex®. An fse was dispatched to assess the unit.

Manufacturer narrative:
An asp field service engineer (fse) reported leaking from the reservoir of an asp automatic endoscopic reprocessor. The fse found the overflow cover on the back right side of basin was tilted up, this allowed fluid to spray into the overflow tubing and drip on the floor. The fse reseated the overflow cap and ran test cycle, which passed. The unit meets manufacturing specifications.